Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported upon inspection in the (B)(6) warehouse that the team member found debris in the sterile package.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated/corrected information. Product was returned and evaluated. A visual evaluation of the returned product identified a stain located on the outside of the sterile blister; the outer carton had already been opened when returned. The complaint was confirmed by visual evaluation. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is no longer considered reportable as there are no serious injury or harm to the patient reported for this event or prior events with same or similar products; the initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.